Event description:
The user reported that during an unspecified procedure, the physician was trying to pull out the cannula and the guide wire was caught at the elevator forceps and the guide-wire became shredded inside the pt. The physician reportedly suctioned all pieces. There was no report of any pt harm.

Manufacturer narrative:
Olympus followed up with the user facility to obtain additional info regarding the report and was informed that toward the end of therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure when the physician was removing the cannulating devices (hydrotome/guide wire) from the duodenovideoscope, the guide wire slipped out of the v-shape of the forceps elevator and the guide wire became caught in the elevator and shredding of the hydrotome was observed. The nurse reported that there was one small particle that had fallen inside the pt in the duodenal and papilla region. The particle was suctioned with the duodenovideoscope. The hydrotome and guide wire were simultaneously withdrawn from the pt. There was no pt injury reported. The device referenced in this report was returned to olympus for eval. The eval did not find any problem with the device, as there was no evidence of restrictions, catching or blockage with the elevator forceps raiser. The instrument channel of the duodenovideoscope was examined using a borescope and no evidence of kinks, dents or foreign objects were found. The elevation of the forceps raiser and movement of the forceps raiser are found to be within the standard. The device was inspected and was returned to the user facility. The exact cause of the user's experience could not be conclusively determined; however, user technique could not be ruled out as a contributory factor to the reported event. This report is being submitted as a medical device report in an abundance of caution.